Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up showing increased rv pacing lead impedance values. Lead was explanted and replaced. Patient was stable post-procedure.